Event description:
It was reported that the user experienced unintentional multiple meal announcements while the ilet was worn inside a bra, leading to excessive insulin delivery and a hypoglycemic episode; logs confirmed that the user performed the slide-to-unlock action for each meal announcement and that the device had been rewound while worn. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included treatment with oral glucose. Investigation included review of device logs and case history. Investigation of this case revealed user-initiated accidental meal announcements beyond usual frequency with no device malfunction identified. It was concluded that the event was due to user error related to device handling and meal announcement behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.